Event description:
Physician had completed the ultrasound guided prostate biopsies and was beginning the holmium laser vaporization of prostate. Physician inserted the laser fiber through the cystoscopy instrumentation, and the physician stated, "the tip just exploded!" The tip of the laser fiber was observed in the patient's bladder. The fiber and tip were preserved for risk management. Physician was able to continue the procedure with a second fiber that was provided.